Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the first handle used had issues with loading and unloading and was difficult to toggle. They replaced it with second handle wherein it has no issues in loading and unloading however the needle broke and fell into the cavity of the patient. A new operation and an x-ray were performed to locate, remove the broken needle and correct the issue. The hospital stay was extended, there was tissue damage reported, and incision time was extended.